Event description:
Facility reported, barrel of syringe was cracked. Box was not damaged.

Manufacturer narrative:
No samples available for investigation. Analysis of complaint data over the past two years reveal that cracked syringe barrel complaints occur at consistent low level (0.030/mm units) in relation to the total volume of syringes produced.